Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported over a period of several months, four patients with hypersensitivity to sulfa were given the (B)(4) catheter. One of these patients had an allergic reaction and required additional treatment. They do not know if there was a delay in treatment and there was no patient death reported. Per additional information it is believed that only one patient needed additional medical attention and the other three had no issues. No additional information is available from the customer. On (B)(6) 2016 the sales rep was made aware of an event with no details provided. A follow up meeting occurred on (B)(6) 2016 where additional information was received.

Manufacturer narrative:
(B)(4). Evaluation: the complaint of an allergic reaction to the antimicrobial catheter was confirmed. The complaint report was reviewed; however, no sample was returned for analysis. The product label and the catheter technology information sheet include warnings and precautions regarding antimicrobial related anaphylaxis. The arrowgard blue plus antimicrobial sheath is contraindicated for "patients with known hypersensitivity to chlorhexidine acetate, silver sulfadiazine and/or sulfa drugs." A device history record review was performed based on sales history and did not reveal any manufacturing related issues. A risk evaluation was completed for this complaint issue. A reaction was reported upon insertion of the antimicrobial catheter into a patient with hypersensitivity to sulfa. It was not reported if the hypersensitivity was known prior to catheter insertion or discovered after insertion. Operational context related to the patient's hypersensitivity to sulfa caused or contributed to this event. No further action will be taken.